Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 43 mg/dl at the time of incident and other relevant blood glucose level was 79 mg/dl. Customer was treated by drinking juice. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode of insulin pump. Customer alleging that the insulin pump was over delivering they suspended insulin delivery on insulin pump and still blood glucose level went down. Customer stated that there was no damage on insulin pump. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test).